Event description:
The cardiologist attempted closure with a techstar xl 6 f pvs device. The posterior needle presented outside the barrel. The cardiologist removed the anterior needle from the device before attempting back-down. Back-down was not successful. The pt was taken to surgery to remove the device. The pt did fine following surgery.